Manufacturer narrative:
Serial numbers found to be affected by the bad network packet: (B)(6).

Event description:
The customer reported that while monitoring patients on xhibit central stations, they lost telemetry monitoring several times over several days. The xhibit telemetry receiver (xtr) logs were reviewed and it was verified that the xtrs dropped communication with the xhibit central station and failed to reconnect. The customer network configuration was checked and found that switches were not configured correctly on the network. However, after reviewing the xhibit central station (xcs) logs, it was determined that the loss of network was found to be how the xcs handles unexpected packets. When the bad network packet was received, the xcs would freeze up, crash, and then restart. Since a spacelabs product support specialist worked with the customer to correct the switch configuration, no further issues have been observed.